Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the obtuse marginal. A 10/3.00 flextome® cutting balloon® was used for pre dilatation. During the procedure, the physician tried to get the flextome® cutting balloon® inside the target lesion, but it could not cross the lesion. The physician tried another unspecified balloon and pulled it out and used again the flextome® cutting balloon®. The shaft was broken completely. The procedure was completed with a different device. No patient complications reported and the patient's status was okay.